Manufacturer narrative:
(B)(4). Results: the actual needle was broken in the rear third due to faulty handling. Various instrument marks were found at the breakage and also at the tip area. Conclusion: the device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". Result: representative samples of the product were returned for evaluation. The needles were inspected and tested for strength and ductility and there were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010. During the procedure, the needle broke. All the needle pieces were found and taken out of the patient. There were no adverse patient consequences.